Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c501 (ul) v. The reporter stated they have recurring ion-selective electrode (ise) noise and ise reference errors. The reporter also stated that the ise checks sporadically did not look good. The reporter knew the instrument was producing multiple alarms but kept running patient samples. The reporter was able to provide one example of a discrepant result. A negative anion gap prompted the rerun of the patient sample. The initial result was reported outside of the laboratory. The initial sodium result was 125 mmol/l. The repeat result was 135 mmol/l. The repeat result was deemed correct. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found that the rinse mechanism was not evacuating the reaction cells properly. He then cleaned two of the solenoid valves and performed diagnostic checks with successful results. The customer performed calibrations and qcs with successful results. The customer provided their qc recovery but did not provide their target means and ranges. The investigation was unable to determine if the qc recovery was acceptable prior to the event. The alarm trace contained "ion-selective electrode (ise) noise", "ise internal reference" and "abnormal sample aspiration" errors. These are indicators of possible poor sample quality.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.